Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter was found before use with a insyte-w winged yel 24 ga x 0.75 in. The following information was provided by the initial reporter ((B)(6) translation), "patients on (B)(6) 2019 due to left ureter stones stayed in the external second department, on (B)(6) at 9:00 for the patient before the infusion of the use of disposable intravenous retention needle (wing type) 24g, unsealed found that the built-in needle stem has pierced the soft bag, timely replacement of the retention needle, without adverse consequences, while reporting the head nurse, and retain the retention needle."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8053339. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that a needle through the catheter was found before use with a insyte-w winged yel 24ga x 0.75in. The following information was provided by the initial reporter (chinese translation), "patients on (B)(6) 2019 due to left ureter stones stayed in the external second department, on (B)(6) at 9:00 for the patient before the infusion of the use of disposable intravenous retention needle (wingtype) 24g, unsealed found that the built-in needle stem has pierced the soft bag, timely replacement of the retention needle, without adverse consequences, while reporting the head nurse, and retain the retention needle."